Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-16848. It was reported that patient experienced ineffective therapy. Multiple reprogramming sessions were unsuccessful. X-rays showed that both leads had migrated down from c2 to c3. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.